Event description:
It was reported that this pacemaker system was revised due to reports of pocket infection. The device was explanted and both leads were surgically capped due to the patient's age and risk. It was noted that patient was pacemaker dependent. No adverse patient effects were reported.